Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in the range of 400 mg/dl to 500 mg/dl. Customer assisted with troubleshooting. Customer stated that the infusion set was leak and the location of leak was quick release. The customer stated that insulin pump¿s auto mode was active. The insulin pump will not be returned for analysis.